Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that basal rates were changed to due to high blood glucose. Insulin pump passed high pressure test. It was determined that high blood glucose may have been due to no delivery alarms which customer was not aware of. Customer received assistance in changing alert type.